Event description:
Endo gia stapler applied with a staple load to the left upper lobe of lung of the patient. Some staples were fired other remained on top of the lung. Had to replace the load and then another endo gia stapler 12mm was used without further incident.